Event description:
Legal case-USA. As reported via legal documentation the patient had a left knee replacement on (B)(6) 2018. Approximately 4 years and 8 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. It was reported via legal documentation that approximately 56 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening joint laxity, pain, discomfort, ambulation or postural difficulties, balance problems, appropriate term / code not available, osteolysis, swelling/ edema. No further issues or complications were reported. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: loosening of prosthesis of left knee replacement. Periprosthetic osteolysis of internal prosthetic left knee joint. The medial lateral gutters were cleared of scar tissue and excess synovium. A complete synovectomy was performed. The polyethylene was removed. The femoral component was exposed and found to be loose. A central and osteolytic defect was noted distally and posteriorly. The patient was transferred in stable condition to recovery unit. Patient was revised to competitor¿s devices. Event description updated in accordance to medwatch guidance.

Manufacturer narrative:
1038671-2023-02426 report number g4:510k number unknown due to the initial device not been reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02426. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. D10: concomitants: tray tib (204-04-43, (B)(6)). Insert tib knee cndyl constrn screw optetrak (208-24-15, (B)(6)). Patella 32 mm 3 peg optetrak (200-02-32, (B)(6)).